Event description:
It was reported that the patient with this right atrial (ra) lead had methicillin-reslstant staphylococcus aureus (mrsa) infection. No additional adverse patient effects were reported. The ra lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).